Event description:
During an atrial fibrillation procedure, resistance was encountered when the sheath was inserted into the femoral vein. When checking the device after removal, it was noted that the soft tip of the sheath had been torn to pieces. The device was replaced and the procedure was completed with no adverse consequences to the patient. Fluoroscopy and echocardiography confirmed that the detached piece of the device was not left in the patients vein but could not be located.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. One image was also submitted for evaluation to product performance engineering. One of the vacuum relief holes at the distal end of the sheath was noted to be stretched. No sheath soft tip pieces were noted to be missing or returned with the device; however, the sheath distal tip was noted to be bent and flared. A stock dilator from current abbott inventory was inserted into the sheath and gap was noted at the dilator/sheath transition, consistent with the aforementioned bent and flared distal sheath tip and reported patient insertion difficulty. In addition, one of the vacuum relief holes at the distal end of the sheath shaft was noted to be stretched. A stock dilator from current abbott inventory was inserted into the sheath and successfully advanced through the entire length of the sheath with no resistance or other anomalies noted as it passed the stretched vacuum relief hole. However, one image was submitted to product performance engineering. The following visual inspection is based solely upon the aforementioned image. A dilator had exited through a vacuum relief hole at the distal end of the sheath shaft, consistent with the observed stretched vacuum relief hole. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported ¿soft tip of the sheath had been torn to pieces¿ remains unknown. The cause of the observed bent and flared sheath tip damage and subsequent patient insertion difficulty remains unknown. The cause of the observed vacuum relief hole damage is consistent with the dilator insertion difficulty observed in the image submitted to abbott.